Event description:
It was reported by the rep that the device was used during a liver resection. It was reported by the rep that the surgeon was using (1) atw35 instrument and closed the white handle on the tissue and heard a cracking noise, then decided to remove the instrument before firing. Another atw35 instrument was opened and used to c0mplete the case. There was no consequence to the patient.